Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep reported there was a change in therapy with an unknown cause. The lead and ins were explanted because the patient complained of pain in their vagina and stimulation in their leg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found that the ins functioned okay and there were insignificant anomalies found. Product analysis #701858561:analysis information -- (B)(6) 2017 17:40:59 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the distal end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the distal end of the returned lead and good stable output was observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.